Event description:
Pt seen at 11/30 by home health staff and was doing fine. Pt on home infusion therapy for hydration and pca meperidine. At 1400 pt collapsed. Resuscitation by emt's and hosp ER uccessful.